Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required alarm condition was observed indicating an internal battery failure. The sensor board was recommended to be replaced. The component was not replaced per the customer's request. The device's pollen filter was replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.